Manufacturer narrative:
The device was manufactured august 4, 2016 ¿ august 8, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection were performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was being filled with fluorouracil and saline. There was no patient involvement. No additional information is available.